Manufacturer narrative:
The technician replaced the brake/steer caster to repair the bed.

Event description:
Information received indicates the brake/steer caster is locking in brake but continues to swivel.